Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the event occurred during a planned non-emergency treatment, and the procedure was completed as planned on the same system with restrictions concerning image storage. The philips field service engineer (fse) inspected the system onsite and confirmed that the image memory was full. Analysis of the log file confirmed that the image disk was full. The fse re-installed the hard disks in the image computer and recreated image store on the ip-pc. After reinstalling and recreating the image store on the ip-pc, the system was returned to use in good working order.

Event description:
It was reported to philips that the system's image memory was full, preventing imaging. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.